Event description:
Clinicians responded to a patient in cardiac arrest. Clinicians were able to deliver 2 to 3 shocks of 200 joules to the patient. However, after the last shock, the device made a pop sound. The clinician observed a burning smell, as well. Complainant indicated that the clinicians were able to obtain another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.